Manufacturer narrative:
Additional information sections: d9, h2, h3, h6, h10. The reported event of a deformed deployment and a protruding fiber from the left disc was confirmed. Following the simulated deployment the proximal disc deformed into a bulbous shape, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. A CAPA was initiated for further investigation and did not identify a product quality issue. However, corrective actions to further enhance performance are being pursued per internal operating procedures.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission

Event description:
On (B)(6) 2021, a 30mm amplatzer pfo occluder was selected for implant. As the occluder was deployed inside the patients heart, both discs deformed into a cobra shape and the occluder was removed from the patient. Upon removal from the patient, it was observed that a fiber of the polyester membrane of the left disc was protruding from the disc. A new 25mm amplatzer pfo occluder was successfully implanted. The patient was reported to be in stable condition.